Event description:
Patient developed hematoma at right groin site noted after discharge in 2006. Pt was admitted the same day, and underwent ultrasound confirming diagnosis. After stabilization of expanding hematoma pt was discharged two months later. Diagnosis for use: atrial fibrillation.